Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported.

Event description:
The customer reported that the 2800 system has a movement error and the table stops. The system had to be rebooted. No pt injury was reported.